Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with insufficient information. As received, a partial lead was returned in two pieces for evaluation. Visual examination found full breach insulation degradations breaching the optim sheath only. No other anomalies were noted with the exception of procedural damage.